Event description:
It was reported that during lens insertion the lens haptic bent and broke. The incision was enlarged to removed the lens and another lens of the same model was implanted. Sutures were placed. The lens that was used during this event is reported under 1119279-2014-00171.

Manufacturer narrative:
The device was not returned for eval. The lot number was not provided therefore a lot history review could not be performed. Based on the current info a definitive root cause of the reported event could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.